Event description:
It was reported that the ilet user experienced recurrent cycles of hypoglycemia and hyperglycemia, associated with missed meal announcements. The user would eat without announcing, glucose would rise to approximately 250¿401 mg/dl, then fall to 35¿50 mg/dl, and a factory reset and additional training were provided. Symptoms included hypoglycemia, hyperglycemia, diaphoresis, dizziness, malaise, shaking/tremors, and muscle weakness. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.